Event description:
It was reported that the patient's implantable pulse generator (ipg) pocket was swollen and occasionally tender to touch since the ipg was implanted. Blood cultures were negative. The patient was referred to a physician for evaluation of a potential underlying indolent infection. The patient was treated with antibiotics multiple times but the infection was not resolved. The ipg system was subsequently explanted. The patient stated that it was concluded by several physicians that the infection was caused by the internals of the device and was not caused by the implant procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: irp13b lead; implant date: (B)(6) 1997. (B)(4).